Event description:
It was reported when using the bd vacutainer® edta 2k customer found tube cracked, which resulted in blood leakage. The following information was provided by the initial reporter. The customer stated: "according to the customer's report, the tube was found to be cracked during blood collection, resulting in blood leakage.".

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tube. Bd was not able to identify a root cause for the indicated failure mode." H3 : see h.10.